Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 400, 180 mg/dl. Troubleshooting was declined for high blood glucose. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer reported that there was sensor updating, cannot found sensor signal and change sensor alarm. The insulin pump will not be returned for analysis.